Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had atrial fibrillation with a competing junctional pacemaker right-axis deviation, a nonspecific intraventricular conduction delay, and an st &t wave abnormality. Anterolateral ischemia or digitalis toxicity was suspected.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion. A direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 17dec2021. No further information was provided. The manufacturer is closing the file on this event.